Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: match issue. It was reported that during the surgery, the device could not be installed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Photos were provided to depuy synthes for review. The photo investigation revealed that the pfc sigma fem post aug sz4 8mm show the screw cross threaded. No other anomalies were observed. Damage observed can be consistent to improper handling/care during the assembly process, where excessive force or a misaligned assembly could have contributed to this kind of damage. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per sigma revision knee and m.b.t revision tray surgical technique, page 53, attach the femoral augments using the wobble bits included in the augment package. Attach the femoral augments to the femoral component using the augment t-handle provided. It may be necessary to use the t-handle extension in conjunction with the t-handle to attach the augments. Fully seat the augments on the component before tightening the screw thread mechanism. Carefully tighten with the large t-handle torque driver until an audible "click" is discerned. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfc sigma fem post aug sz4 8mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device j23z91 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11. Additional narrative: added: d9, d6a, d6b. Corrected: h8.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that during the surgery, the device could not be installed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: match issue. It was reported that during the surgery, the device could not be installed (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Photos were provided to depuy synthes for review. See attachment "6f3d8a8a-7d6a-4211-b8c1-f4673313008c.png". The photo investigation revealed that the pfc sigma fem post aug sz4 8mm show the screw cross threaded. No other anomalies were observed. Damage observed can be consistent to improper handling/care during the assembly process, where excessive force or a misaligned assembly could have contributed to this kind of damage. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per sigma revision knee and m.b.t revision tray surgical technique, page 53, attach the femoral augments using the wobble bits included in the augment package. Attach the femoral augments to the femoral component using the augment t-handle provided. It may be necessary to use the t-handle extension in conjunction with the t-handle to attach the augments. Fully seat the augments on the component before tightening the screw thread mechanism. Carefully tighten with the large t-handle torque driver until an audible "click" is discerned. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfc sigma fem post aug sz4 8mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device j23z91 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> match issue. It was reported that during the surgery, the device could not be installed(as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to depuy synthes raynham site for a manufacturing investigation. Visual inspection of the returned device found that1 box of batch j23z91 / product code 960888 / pfc sigma fem post aug sz4 8mm was received and was confirmed to be in the same condition as described in the product complaint. Upon receipt of the box, it was determined that this product contained 1 part (960888) and 2 components (960086305 and 960086300). The box was returned opened with the original packaging. In conclusion, the receiving inspection data on the components from the external supplier was performed with no issues and a review of the DHR audit trail determined that all inspection requirements on the parts and components both before and after assembly were completed in accordance with the applicable procedures. Additionally, all equipment used to perform these inspections were within calibration and found to be working as intended with no issues at their subsequent calibrations. A nonconformance review was performed and no nonconformances or deviations to the manufacturing process were noted. It can be concluded that the issue from pc-001979001 where the device could not be installed was not caused by the manufacturing operations at the raynham, ma site. Based on these findings, it appears the defect occurred after the product left depuy synthes control, although the moment at which the damage occurred outside of depuy synthes could not be definitively established. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The irregularities (stripped/cross threaded condition) of the returned pfc sigma fem post aug sz4 8mm was confirmed, however the defect could not have occurred at or have been caused by manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device j23z91 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.